Event description:
Additional information was received from the patient. It was reported that the ins was discarded. Patient reported ins was removed on (B)(6)2020. Patient stated different nerves were affected than when was first pin. Issue was resolved with surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was removed on (B)(6) 2020 and the device was discarded. The increased pain was a result of the patient's neural foraminal stenosis, which had deteriorated due to their scoliosis. The stimulator was not addressing the new nerve pain. The pain resolved after spine fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was having more and more pain so she was having surgery and during surgery they were going to take out her implant. Patient stated that the device worked for the first few years but in order for it to work again, she stated she would need a new implant but stated she was not ready for that. Patient stated pain started (B)(6) 2019. No further complications were reported/anticipated.